Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested that the tenaculum forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument wire was broken during the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury /harm to the patient. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. The photographic image was provided. The customer said it¿s not possible to disclose patient demographic information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.